Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-may-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was not opening. A field service engineer investigated a tower door failure alarm indicating tower door 4 failed on a unit configured with only a 2-door tower. After the customer unloaded the medications, the tower was removed and reattached; however, the system continued to prompt for a 4-door configuration and displayed the failure. The tower was removed again, both door latches were replaced, and the medcart cable was reconnected to a different port. Following these actions, the door failure condition cleared, although the system continued to request configuration for two additional doors. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that the bd pyxis¿ medstation¿ es auxiliary door was not opening. However, there were no delay to patient care and adverse events or injuries reported based on this incident.